Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted. Related MDR# 1219977-2014-00266, 1219977-2014-00267.

Event description:
The physician was performing a left renal angiogram with right common femoral access. The superior arteries had no apparent stenosis but an occlusive stenosis was noted in the left inferior artery just past the origin. A 6fr sheath was selected and advanced to the origin of the artery over a guide wire. The lesion diameter was 5mm. An attempt was made to advance the stent to the intended target area. The stent became lodged in the sheath and did not enter the patient.